Event description:
A report was received that the patient was experiencing difficulty fully charging her ipg. Troubleshooting and replacing the patient's charger did not resolve the issue. An ipg replacement procedure has been recommended.